Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional evaluation could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found 6 similar reports and this issue will continue to be monitored. A relationship, if any, between the subject device and the reported event could not be determined. A factor that could have contributed to this issue is galling or insufficient lubrication. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during disassembly of the instruments after a tka, the anspach drill and handpiece were jammed together. Once they were disassembled, the bur was still jammed in the long attachment. The snap-lock mechanism was damaged in the process. No other complications were reported.